Manufacturer narrative:
Concomitant: 693565 lead implanted: 2012-(B)(6). Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the device had premature battery depletion as the device&#38112;battery lasted barely two years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.